Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with false pause episodes due to loss of contact and ventricular undersensing. The clinician elected to monitor the patient. The patient was stable.